Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that six years following the implant of this 25mm mechanical aortic valve, this valve was explanted and replaced with a 27mm valve. No failure mechanism was provided, and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.